Event description:
The device was implanted via v-p shunt to the patient. Doi and the initial setting pressure are unknown. On (B)(6) 2015, the device was replaced due to the suspected occlusion. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes over the needle guard were noted, as well as marks in the silicone housing. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested and it only leaked from the needle holes over the needle guard. The valve was tested for programming. The valve passed the test. The valve was then pressure tested. The valve failed the test. Review of the history device records confirmed the valve product code 82-3100, with lot crbbwf, conformed to the specifications when released to stock on the 19th february 2014. The root cause could of the pressure control problem is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The root cause of the marks in the silicone housing could be due to using unshod clamps, as noted in the IFU silicone has a low cut and tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.